Event description:
It is reported that pt underwent a revision surgery due to implant (durom cup) loosening.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Item name: metasul ldh, head, 46, code l, taper 18/20. Item # 01.00181.460, lot#: 2301554, (mfg: nov 9, 2005 exp: oct 31, 2010). Item name: cls spotorno, stem, 135, uncemented, 9.0, taper 12/14, item # 290039090, lot#:2300455, (mfg: nov 28, 2005 exp: nov 30, 2010). Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient underwent revision surgery due to aseptic loosening.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in the (B)(6). The retrieval has been returned and evaluated in our laboratory with following result: the wear measurement of the cup and head was carried out. The deviations found are so small that no clear wear zone could be identified. The appearance of the anchoring surface reveals loosening. On the basis of the retrieval investigation, it is not possible to determine the reason for the loosening. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issue for which zimmer implemented a correction in 07/2008. Should additional info become available, that changes this assessment, an amended MDR will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) consider this file (B)(4) closed.